Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter read was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2010 at 10:30am. The cca noted that the patient manages her diabetes with insulin (self adjuster); however, it is not known if what action, if any, she took regarding her diabetes management as a result of the alleged issue. At 11:30am, 1 hour after the issue was discovered, the patient claimed she felt dizzy, sweaty and developed blurry vision. In response to the symptoms, the patient reported self treating with food and/or drink. At the time of troubleshooting, the cca noted that subject meter's batteries did not need to be replaced based on the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The inner sterile pouch containing the product was found to be open on one side during inventory inspection at (B)(4) prior to shipment out to a customer. The sterility of the product was compromised by this open pouch. The product box was intact and the actual product had no damage. There were no other anomalies except for this failure. The product was not clinically used, and was handled per the usual consignment procedure. The product was neither re-sterilized nor re-packaged.